Event description:
Plaintiff alleges being diagnosed as suffering from type I latex allergy from her exposure to latex exam gloves. As a direct and proximate result of the allergy, she alleges that she has suffered severe pain and suffering. In addition, she alleges that she has incurred and will in the future incur expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity.